Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2007: the patient presented with preoperative diagnosis of lumbar foraminal stenosis, l3-4, l4-5 and l5-s1, pseudoarthrosis l4-l5 the patient underwent 1. Re-exploration of lumbar spine wound 2. Right l3-4 left l3-4 hemilaminotomy with decompression of l4 nerve roots. 3. Right l4-5 hemilaminectomy and left l4-5 hemilaminotomy with decompression of l5 nerve roots. 4. Neuroplasty with decompression of scar tissue and decompression of l5 nerve roots. 5. Harvesting of bone graft from lumbar laminectomy site. 6 .destruction of fusion at l4-5. 7. Removal of hardware at l4-5. 8. Internal fixation with pedicle screws and rods at l4-5. 9. Intraoperative needle emg performed. 10. Continues intraoperative monitoring of lumbar roots performed. 11. Arthrodesis and fusion with bone at l4-5 12. Placement of biomechanical device crosslink at l4-5 13. Placement of adipose tissue fat graft in epidural space. Per op notes: the patient was taken to operating room. The incision was made then ^.5 x 45 threaded screws were placed at the same site at l4 and l5 bilaterally and screwed down to adequate pressure. A biomechanical device crosslinked was placed at l4-5. It should be noted that the fusion at l4-5 was inspected. There was no presence of any bony fusion in the lateral gutters at l4-5. The bone was mixed with rhbmp-2 . The bone/ rhbmp-2 combination was laid over the decorticated surface at l4-5 bilaterally there by initiating an arthrodesis and bilateral bony fusion at this level. Patient alleges unspecified injury due to the use of rhbmp-2